Event description:
New information received notes the oversensing previously reported was t wave oversensing. False positive tachycardia events were recorded due to the t wave oversensing. As previously reported programming changes were made and the patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up in clinic. It was noted that the implantable cardiac monitor was oversensing. Recommended programming changes were made. The patient was stable.